Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, it was noted that the device incorrectly detected the patients arrhythmia as vt/vf, resulting in inappropriate therapy. The device was reprogrammed to resolve the event and the patient was in stable condition.